Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and the bard/davol device used to treat the patient. The patient's attorney did not allege any specific device failure and no medical records have not been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made between the bard/davol device used to treat the patient and any problem with the device. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-apr-2012) is considered to be a best estimate. Updated fields: a2, b2, b4, b5, b7, d3, d4 (catalog no, lot no, UDI no, expiry date), d.6b, g1, g3, g4, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2012 - the patient underwent surgery for implant of an unspecified bard/davol "marlex" (bard flat mesh). On (B)(6) 2013 - the patient had unspecified injuries. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained." Addendum per additional information provided: on (B)(6) 2012 - patient was diagnosed with right inguinal hernia and umbilical hernia thereby underwent open repair with implant of bard flat mesh. Per op notes, ¿an incision was made medially at the pubic tubercle in the inguinal region. A large hernia sac was identified and a direct hernia had destroyed the floor of the inguinal canal including inguinal ring. The sac was freed up and reduced. A bard flat mesh was placed and secured at the pubic tubercle with sutures. A horizontal incision was made in the infraumbilical region. The hernia sac was identified and reduced. The fascial defect was closed primarily with sutures.¿ on (B)(6) 2013 - patient was diagnosed with recurrent right inguinal hernia thereby underwent open repair with excision of bard flat mesh and implant of synthetic mesh. Per op notes, ¿an incision was made over the right inguinal region. A large recurrent hernia formation and the old mesh was identified. The bard flat mesh was dissected out and removed. Orchiectomy was performed. Hernia sac was identified and separated from the cord structures. A synthetic mesh was placed in the floor of the inguinal canal and secured to the pubic tubercle with sutures.¿

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and the bard/davol device used to treat the patient. The patient's attorney did not allege any specific device failure and no medical records have not been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made between the bard/davol device used to treat the patient and any problem with the device. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2012 - the patient underwent surgery for implant of an unspecified bard/davol "marlex" (bard flat mesh). On (B)(6) 2013 - the patient had unspecified injuries. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained."